Event description:
Boston scientific received information that a patient implanted with this lead experiencing oversensing. A lead dislodgement is suspected. Therapy remains available and is not impacted. Dr. (B)(6). Lead implanted (B)(6) 2007. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).